Manufacturer narrative:
Result: detached spindle.

Event description:
It was reported by service report that the side rail does not latch in the upright position. It is unknown if there was patient involvement or if there were adverse consequences to report.